Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was difficult to insert the lead into this device. The lead was finally inserted and remains implanted with this device. No adverse patient effects were reported.